Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Follow-up for additional event information was conducted. No additional information was obtained. A search of the complaints databases finds no reports of any kind, including infection, against the provided product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical study - details of adverse event - ongoing infection. Awaiting removal of prosthesis - arthrodesis. Date of revision requested by clinical team (B)(6) 2012.